Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 24, around 12pm, the patient passed out in a store as her garmin smart watch did not alert her to a low cgm (continuous glucose monitor) value. The patient stated she started to feel ¿uneasy" and looked at her watch for her cgm value. She said it was ¿already too late¿ once she looked at her watch and saw a cgm value of 53 mg/dl. She stated that once she realized she was low, she waved to someone in the store for help and then passed out and had a seizure. Ems (emergency medical services) was called, but the patient cannot recall the initial bg (blood glucose) meter reading taken by ems nor what medication or treatment ems provided her. The patient¿s spouse stated she was given IV insulin, although this would be contradictory given the patient¿s condition (it is presumed the patient¿s spouse meant IV glucose). After treatment, the patient¿s bg meter reading went up to 110 mg/dl while her cgm was reading 40 mg/dl. The cgm was removed at this time. The patient was transported to the ER (emergency room), where she was further treated with an unknown form of glucose and orange juice. The patient was monitored for approximately 4 hours before she was discharged. The patient was fine at the time of the report. Data was evaluated and the allegation was not confirmed. The probable cause was determined to be the mobile device updated its operating system, which closed the app. No additional patient or event information available.